Event description:
Procedure type: unk, patient gender: unk. According to the reporter, the small pin from holding clip dislodged and the trocar would not maintain position. No patient injury was reported. No further patient or procedure information has been made available from the user facility.